Event description:
Customer's spouse reported, the customer had jumped into the pool with the insulin pump on. He didn't know the customer's blood glucose level. Customer's spouse reported the insulin pump was vibrating without an alarm or alert. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had moisture damage on the electronic stack and motor. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.